Manufacturer narrative:
Stanmore implants worldwide has requested the return of the device explanted on (B)(6) 2014. The manufacturing records associated with this device were reviewed and no non-conformances were identified. The investigation of the device failure is ongoing and a supplemental report will be provided.

Manufacturer narrative:
The patient underwent successful revision surgery resulting in the rebushing and replacing of the metal tibial component. The fractured distal femur was in-situ for 14 years. There are no additional details available which definitively assign a root cause to the fracture, however implant fractures are well recognized, late post-operative occurrences often associated with excessive loads, impact or trauma in implanted patients. This complaint is being closed, and is being tracked and trended.

Event description:
This is a supplemental report to 3004105610-2014-00020 (B)(4).

Event description:
The patient was originally diagnosed with osteosarcoma in the left distal femur in 1992. The patient was implanted with a stanmore implants customer distal femur in 1992 which loosened in 2000. Fourteen years later, on (B)(6) 2014, the surgeon notified stanmore implants via fax that the "tibial rotating component looks broken, see x-ray, needs full rebushing and replacement of metal parts." The revision was carried out on (B)(6) 2014. During surgery it was confirmed that the tibial 'yoke' component had fractured.